Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's representative reports that device (unknown side) "had lesions" in addition to capsular contracture baker grade unknown. Patient representative further reported that the patient suffered fractures, facial paresis, tooth loss, and rupture of the breast implant due to a motor vehicle accident; events deemed not device related. Events not specified for affected side. Device status is unknown.